Event description:
Two small screws which comprise parts of a distal radioulnar joint prosthesis loosened from their assembled position inside the distal forearm of a pt. This required a re-operation to reassemble the device. The screws were inspected by the surgeon during the procedure and found to be functioning as intended. To allow further inspection of the screws, they were replaced and the device was reassembled.

Manufacturer narrative:
After receiving the screws, they were visually inspected for defects including stripped threads and/or stripped heads. Both screws were undamaged and functioned as designed when applied to test pieces. Factors possibly allowing the loosening of the screw include, anatomy interposed between the mating surfaces of the device during assembly. Insufficient tightened of the screws during initial assembly. Stress exceeding recommendations during use of the device. The pt is an avid golfer and was informed prior to initial implantation of the device that care should be taken to limit stresses on the device. The pt admitted to the surgeon, golfing on a frequent basis and high force ground strikes during play. The known incidence of occurrence at this time is less the 1% of implanted devices, the possible factors will be discussed with using physicians and continued monitoring will proceed.